Manufacturer narrative:
(B)(4). Batch # m90g64. The handpiece was received with the mount loose. The device was functionally tested with a generator and an error code 5 was displayed. Upon visual inspection to the mount it was observed that the mount was cracked. The instrument was disassembled to inspect the internal components and no anomalies were found. No conclusion could be reach as to what could cause the damage to the mount. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, error code '5'. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device will be returned.